Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018.

Event description:
It has been reported that the tip of a scissor broke when being used for the first time. Tissue being cut was soft tissue.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found unknown deposits. Additionally, we made a visual inspection of the fracture surface. Here we found shrinkage cavities. Furthermore, we found crevice corrosion and brown discoloration. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably manufacturing related. Rational: we assume that the shrinkage cavities in the carbide plates dp552200 in conjunction with a mechanical load as the causal factor for the breakage. Crevice corrosion tends to occur in gaps of critical width if the prevailing ambient conditions are favourable (e.g. Insufficient drying). Under these conditions the passive layer is vulnerable to attack. It can no longer regenerate, as the oxygen supply to the metal surfaces is impeded. The rust then works its way our of the gap or crevice. Rust information occurs in the presence of humidity and higher salt concentrations. This could be breakage favoured. No CAPA is necessary.